Manufacturer narrative:
.

Event description:
A report was received that the patient had discomfort at the ipg site that was felt when applying pressure to the area or sitting and was also felt when the device was turned off. The physician believed that the ipg was in an inconvenient location. The patient bumps frequently, and it was aggravating. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had discomfort at the ipg site that was felt when applying pressure to the area or sitting and was also felt when the device was turned off. The physician believed that the ipg was in an inconvenient location. The patient bumps frequently, and it was aggravating. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had discomfort at the ipg site that was felt when applying pressure to the area or sitting and was also felt when the device was turned off. The physician believed that the ipg was in an inconvenient location. The patient bumps frequently, and it was aggravating. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.